Event description:
It was reported that bur broken during optic nerve decompression surgery. The procedure was delayed up to 15 minutes. The procedure was completed with backup product. There was no injury. Additional information received that the bur tip was broken while being used on a patient. The fragments inside the patient's body were removed with operating room forceps without leaving any residue. It was the consumable that was damaged, not the device, so there were no pieces falling off the damaged device. Because this consumable was used to connect the device, there was no problem with the device. The consumable broke and fell off and had been completely removed.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur broken during optic nerve decompression surgery. The procedure was delayed up to 15 minutes. The procedure was completed with backup product. There was no injury. Additional information received that the bur tip was broken while being used on a patient. The fragments inside the patient's body were removed with operating room forceps without leaving any residue. It was the consumable that was damaged, not the device, so there were no pieces falling off the damaged device. Because this consumable was used to connect the device, there was no problem with the device. The consumable broke and fell off and had been completely removed.

Manufacturer narrative:
H3: product analysis: visually, the inner spiral wrap was broken 0.80 inches from the distal end of the distal diamond grit tip when returned. There were portions of the outer tube that were broken off on the distal end and striations on the outside diameter of the inner shaft 0.69 inches from the distal end of the inner hub. Additionally, the inner hub washer was unadhered from the hub assembly and there was contamination compacted onto the tip and the outside diameter of the outer tube. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.